Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity (maternal obesity complicating pregnancy), miscarriage (in 2006) and infection nos (I had an infection, but after the first trimester everything was fine and he was born healthy). Concurrent conditions included irregular menstruation, glucose tolerance test abnormal, metrorrhagia, sleep disturbance and uterine abrasion. Family history included diabetes mellitus. Concomitant products included clonazepam for muscle spasm and anxiety as well as bupropion, bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), citalopram, citalopram hydrobromide (celexa), cyclobenzaprine, docusate sodium (colace), gabapentin, medroxyprogesterone (depo provera), naproxen, prenatal vitamins, sertraline, topiramate, valproate semisodium (divalproex) and valproic acid. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety/psychological or psychiatric problems condition"), depression ("depression/ psychological or psychiatric problems condition: severe depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps/ abdominal cramps"), flatulence ("gastrointestinal or digestive system condition type: gas pain/ cramping"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced rash ("skin rash/ bumpy rash"), urticaria ("hives"), mood swings ("mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("overall feeling bad and miserable"), pain ("entire body pain"), back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, urticaria, weight increased, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, flatulence, migraine, headache, nausea and fatigue outcome was unknown, the genital haemorrhage, feeling abnormal, alopecia, pain, back pain, abdominal pain lower and vulvovaginal pain had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2017: a few sub centimeter follicles within the ovaries . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, fatigue, depression, genital haemorrhage, rash, alopecia, dysmenorrhea, menorrhagia, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Essure start date updated from to . Events were clubbed with previously reported events. Events: ; mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, flatulence, migraine, headache, nausea, fatigue, pain, back pain, abdominal pain lower, vulvovaginal pain were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), urticaria ("hives"), alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, rash, urticaria, alopecia, weight increased, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, pelvic pain, rash, urticaria and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.